Manufacturer narrative:
(B)(4). No devices received, log review only. The customer requests event log review. The event logs have been received. A follow up report wil be submitted once the evaluation is complete.

Manufacturer narrative:
Manufacturer's report date: 07/01/2015. Internal file number: (B)(4). The customer's report of an overinfusion was not confirmed. The pcu event log and the pump module were not received. A review of the event log for pump module device sn (B)(4) shows the pump module was programmed on (B)(6) 2015 4:10 pm to infuse an unknown medication at a rate of 2ml/h and vtbi of 90ml. At 5:30pm, the vtbi was changed to 95ml. At 5:37pm, the pump alarmed for door open and check IV set; and the device was channeled off a minute later. During the time the device was infusing at 2ml/h, approximately 3ml should have been delivered. The root cause of the customer's report was not identified.

Manufacturer narrative:
Manufacturer's report date: 07/28/2015. (B)(4).

Event description:
The customer reported that a bag of midazolam 100 mg/100 mls was hung as a primary infusion at 1611 to infuse at 2 ml/hr (2 mg/hr), but at 1730 only about 10 mls were left. Although the pt was more sedated than expected, he remained stable. Levophed was also infusing on the same system at 50 ml/hr and was being weaned down at the time. No medical intervention was required. No further patient or event info was provided.